Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous venous side vein. A 4.5-4/4t/40 symmetry was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event. The device was return for analysis. A visual inspection revealed that the balloon was not folded, suggesting it had been exposed to positive pressure. A longitudinal tear measuring 10mm in length was observed in the balloon material, extending from 1mm distal to the proximal marker band to 11mm distal of the same marker band. According to the symmetry specification, the rated burst pressure for this balloon is 15 atmospheres. A visual and tactile examination of the device shaft showed no damage or issues, and a visual inspection of the device tip also identified no problems.

Manufacturer narrative:
The device was returned for analysis. Upon visual inspection, it was observed that the balloon was not folded, suggesting that it had been exposed to positive pressure. A longitudinal tear measuring 10mm in length was identified in the balloon material, extending from 1mm distal to the proximal marker band to 11mm distal of the same marker band. According to the symmetry specification, the rated burst pressure for this balloon is 15 atmospheres. Visual and tactile examination of the device shaft revealed no damage or issues. Additionally, a visual inspection of the device tip identified no problems.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous venous side vein. A 4.5-4/4t/40 symmetry was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.